Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube at 21cm and 94.5cm from the hub. Microscopic examination revealed a pinhole in the balloon 10mm from the tip. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary vessel. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a 1.5/12 non-bsc balloon catheter. No patient complications were reported.